Event description:
It was reported that a patient experienced a dental implant loss. According to the available information a patient received one xive s plus impl d3.8/l11 dental implant in position 29 (fda45) on (B)(6) 2021. The implant was subsequently removed (B)(6) according to the information due to osteomyelitis. According to the latest information the patient is now fine. Postsurgical complications are rather common occurrences. Osteomyelitis is on the other hand a very rare complication. In this case it is unlikely that the diagnosis from the dentist was correct. In this case with very sparse information there is nothing that indicate that the problems, experienced by the patient, are related to the xive product. This event is reportable per 21 cfr part 803.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Postsurgical complications are rather common occurrences. Osteomyelitis is on the other hand a very rare complication. In this case it is unlikely that the diagnosis from the dentist was correct. In this case with very sparse information there is nothing that indicate that the problems, experienced by the patient, are related to the xive product. This event is reportable per 21 cfr part 803.